Event description:
Reportedly, several remote reports appeared as empty when downloaded through the website.

Manufacturer narrative:
Analysis of expertise data confirmed the reported behavior, as several failed remote transmissions were observed, resulting in the observed empty remote reports. - the root-cause of the failed transmissions could not be determined based on available data, although further investigations are ongoing. - it should be noted that re-generating the failed transmissions restored a normal functioning, and all affected reports were successfully generated.

Event description:
Reportedly, several remote reports appeared as empty when downloaded through the website.